Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the opened carton. Solution is dried on the lens. The lens is torn/cut into two portions. The two portions were returned adhered atop each other in dried solution. There were no scratches observed. The optic has small split/cracks and this damage may have been interpreted as the reported complaint. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified company cartridge combinations. Scratches were not observed. Other optic damage was observed which was most likely interpreted as the complaint. The optic was cut into two portions similar to damage from insertion and removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observations of the lens and the associated cartridge, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned samples, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was scratched. There was patient contact but no reported patient impact. The surgery was completed the same day. Additional information was received stating that the lens was placed in the eye and the scratch was noticed. The lens was then removed and replaced with the same model lens. No injury or suture was used.